Manufacturer narrative:
Additional device implanted and involved in this event: tgt2815/8383128. Udis for the lots are as follows: lot 8383127:(B)(4), lot 8383128:(B)(4). (B)(6). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses and a bare metal stent to repair a descending thoracic aortic aneurysm. The bare metal stent was implanted for distal extension on the tag devices, intentionally covering the celiac artery. The tag devices were deployed with no reported issues. After the procedure on the same day, the patient developed paraparesis. The cause of the paraparesis is reportedly procedure-related. The paraparesis was treated with cerebrospinal fluid drainage. On (B)(6) 2011, the patient was transferred to another hospital. It was reported that the paraparesis remained at discharge. It was reported the patient was lost to follow-up. No further information is available.